Manufacturer narrative:
Correction information b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type?. H3: device evaluated by manufacture. H6: adverse event problem. Additional information d4: primary unique device identifier (UDI). H4: device manufacture date. Evaluation summary event that occurred is flash screen. The pentax engineer checked with hospital staff. The malfunction was found during use. No harm was caused to the patient. The examination was completed with a backup device. The ccd broken which caused image issue. Based on the investigation, a potential root cause of this failure is physical impact (vibration, drop, shock) or fluid damage to ccd unit. The device was repaired by pmsh. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU investigation completion and return date: 07-nov-2024 based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 16-nov-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 01-dec-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Duing use, the screen was flash and the image was not clear. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 13-nov-2024. Q1: was the examination completed with an alternative endoscope? A: yes. Q2: aside from the delay in the examination, was there any harm to the patient? A: no. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.